Event description:
Rptr alleged discrepant blood glucose results of 397 mg/dl back to back with a result of 127 mg/dl when testing was performed less than 10 mins apart on the aviva system. No hyperglycemic or hypoglycemic symptoms were reported by customer. No reported actions were taken of treatment received. A request was made for the return of the suspect device and replacement product was sent.